Manufacturer narrative:
(B)(4).

Event description:
It was reported that under sensing was observed on the ICD. Patient was asymptomatic and had good intrinsic rhythm. It was suggested to turn on the egm to capture the event and until then no sensitivity changes can be suggested. No revision or programming changes were made. Device remains implanted. Patient is doing well and will be monitored via merlin.net transmission. No further information available.